Event description:
The tech alleged the brakes are not holding. No pt impact.

Manufacturer narrative:
The tech found the brake mechanism assembly is broken and the cable is frayed. The tech replaced the brake mechanism assembly to resolve the issue.